Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. A photo of the device was provided. All information reasonably known as of 27 aug 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 2026095-2020-00113 for the second report. Fill volume: 120ml. Flow rate: 2ml/hr. Procedure: shoulder surgery. Cathplace: subacromial space. Infusion start time: (B)(6) 2020. Infusion stop time: (B)(6) 2020. It was reported that the catheter broke upon removal. Catheters came out easily for both patients and do not have any stretching. One catheter has a small amount of twisting on the end. The patient was not using hot or cold therapy and the pump was carried in the bag. The patient was seen for an x-ray on (B)(6) 2020 and the imaging did not show "anything left behind." Additional information received 14-aug-2020 indicated the procedure was a left shoulder scope/subacromial decompression/distal clavicle excision/rotator cuff repair. Additional information has been requested but not yet received.

Manufacturer narrative:
A photo of the device was provided. The reported incident was confirmed; however, root cause could not be determined. All information reasonably known as of 24 oct 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.